Manufacturer narrative:
A software analysis was initiated as part of the investigation. The analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. On site functional and visual examination was performed by a manufacturer representative. The representative deleted and replaced layout presets to turnoff compare mode-hooked up to data port for remote presence log acquisition. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that any time the system enters navigation it would default to a 4 up with compare mode turned on. They would turn it off, go to images or settings, then go back into navigation and the compare mode would be turned on again. There was no reported impact to patient outcome and no reported delay to procedure. Unable to replicate on an in house system. A representative called in and was unable to change the presents. He used remote presence to allow technical services (ts) access to the system. Ts was able to replicate the issue. They created a new tumor resection optical procedure and was able to turn on and off compare mode normally using the same workflow. Ts deleted the tumor resection that could not turn compare mode off.